Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 7f sheath hole prior to a cerebral aneurysm coil embolization procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The cerebral aneurysm coil embolization procedure was completed and manual compression was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.